Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for the event were not reported. On an unreported date, the patient was hospitalized for the event and subsequently recovered from the peritonitis. Action with pd therapy was not reported. Six days after the first peritonitis event, the patient experienced peritonitis again. Five days after the second event onset, the patient was hospitalized for the event. Treatment was not reported. Fifteen days after the first peritonitis event, the patient passed away. The cause of death was unknown. It was not reported if an autopsy was performed. The patient was not recovered from the peritonitis event prior to death. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.